Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 78.2cm distal of the strain relief. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported broken shaft as the hypotube was separated.

Event description:
It was reported that a shaft break occurred. During unpacking of a 2.5mm x 8mm quantum maverick balloon catheter, it was noted that the balloon was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.

Event description:
It was reported that a shaft break occurred. During unpacking of a 2.5mm x 8mm quantum maverick balloon catheter, it was noted that the balloon was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable.